Manufacturer narrative:
Concomitant medical products: dtmb1qq crtd , implanted (B)(4) 2016; 439888 lead , implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing noted on stored electrograms (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.